Event description:
It is reported that the device was implanted in 2008 and explanted on seven months later.

Manufacturer narrative:
Evaluation summary - the kinective modular neck, stem, and acetabular cup were in vivo for 7 months until patient pain and cup loosening required a revision of the cup. The kinective neck had some strike marks which are a result of the explantation. Surgery notes, pre-op and post-op x-rays were not provided. It is unknown if the stem had good fixation. However, we know that the stem was revised. The stem may have contributed to the cup loosening by improper leg length, improper offset, incorrect orientation, or stem loosening. However, the exact cause cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification.